Manufacturer narrative:
No remedial actions taken. Field service engineer (fse) arrived onsite, and was not able to reproduce vertical breakthrough. Replacement of the laser head was performed as a preventive measure. Laserhead was not responsible for the reported vertical gas breakthrough (vgb). No technical root cause could be determined as the system is performing within specifications. Potential contributing factors can be associated with thickness of a cornea, age of a patient, user docking technique, dimensions of the channel where gas can escape, or corneal scarring. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested.(B)(4)

Event description:
A surgeon reported a vertical gas breakthrough occurred during the creation of a lasik flap. Reporter indicated he was concerned about flap thickness. Additional information has been requested.